Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and three leaks were detected on the membrane approximately (2) 22.9cm and 23.1cm from the rear seal measuring (2) 0.005cm and 0.025cm in length. The reported problems were most likely triggered by the leaks found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Full event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), a circuit leak was indicated once connected to the pump. The iab was removed immediately and no blood was noted inside the catheter. When the iab was tested outside the body, it was found to have a leak. There was no patient harm or adverse event reported.